Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Patient called to report that they had been admitted to the hospital for swelling around their surgical incisions and pain going down their leg. The issue is attributed to the ins and lead. Patient stated that they have a ¿surgical washout¿ at some time on (B)(6) 2024. Patient stated that there is no explant planned at this time, and patient has not been told there is an infection present. The issue is not yet resolved, and rep reported they would submit any new information that becomes available. On (B)(6) 2024 hcp requested rep to come to hospital to program stimulator to possibly cover new left thigh pain. Patient stated the device helps low back and hip pain, which was what the stimulator was implanted for. New pain is present when stim is turned off and not exacerbated when stim is turned on. Adding new programming covered the left leg, but patient reported no change in new left thigh pain noticed.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# va2t5c8014 implanted: 2024-05-03 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The rep reported there were no know environmental/contributing factors. The patient reported the hospitalization was the result of increased pain and swelling around the battery implant site. Patient stated they remained in the hospital until time of wash out, and patient has been instructed to leave the stimulator off until cleared by the hcp. It is unknown if the issue has been resolved at this time, but this information was verified with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.